Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, that the system was experiencing a non-recoverable fault, specifically a 319 fault related to the endoscope controller (ec). The technical service engineer (tse) instructed the customer to check various power connections and perform a hard power cycle, but the reported issue persisted. The customer planned to swap vision side carts with another system. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) due to error 319. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and installed into the golden system where the system pinged error 319 upon start up. The complaint was confirmed based on the field evaluation/failure analysis. As a result of these findings, failure analysis was able to conclude that the root cause in the dual camera interface board (dcib) could be attributed to the reported event.